Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. A review of the data showed shock impedance measurements had been out-of-range since at lead 2019. It was noted no shocks had been delivered by the device; there was no noise observed in the electrograms. Technical services recommended bringing the patient into the clinic for lead integrity testing, as when the high voltage shock impedance is greater than 145 ohms, the shock energy can be truncated and be delivered as monophasic. Troubleshooting should include patient maneuvers and isometrics to see if noise or jumps in impedances could be provoked, as well as x-rays to evaluate the lead body. Technical services also recommended test the shock system by delivering a 1.1 joule and a 41 joule commanded shock. No adverse patient effects were reported. The device and lead remain implanted and in service. The local sales representative informed the physician of the troubleshooting steps recommended by technical services. It was not known what actions the physician was planning to take for this patient and lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. A review of the data showed shock impedance measurements had been out-of-range since at least 2019. It was noted no shocks had been delivered by the device; there was no noise observed in the electrograms. Technical services recommended bringing the patient into the clinic for lead integrity testing, as when the high voltage shock impedance is greater than 145 ohms, the shock energy can be truncated and be delivered as monophasic. Troubleshooting should include patient maneuvers and isometrics to see if noise or jumps in impedances could be provoked, as well as x-rays to evaluate the lead body. Technical services also recommended testing the shock system by delivering a 1.1 joule and a 41 joule commanded shock. No adverse patient effects were reported. The device and lead remain implanted and in service. The local sales representative informed the physician of the troubleshooting steps recommended by technical services. It was not known what actions the physician was planning to take for this patient and lead. Additional information was received. In october the patient was referred to another hospital to have commanded shocks delivered, to test the integrity of the shocking lead. Two shocks were delivered, at 2 joules and 41 joules, and both produced an in-range shock impedance measurement of 58 ohms. Lead diagnostics were normal when the routine device check was performed after the commanded shocks. No additional adverse patient effects were reported outside of the shock delivery, and the rv lead remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.